Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, mildly tortuous, distal left anterior descending artery. Predilatation was performed prior to stenting. After the 3.0x33 mm xience prime stent was deployed in the lesion, a dissection was observed. Another xience was used successfully to treat the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.